Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were four (4) homechoice cassettes that had bent patient lines in them and one of these cassettes had a slice in it. This occurred after the cassettes were used in the homechoice machines because the machine displayed "remove cassette". There was no patient injury or medical intervention associated with this event. No additional information is available.